Manufacturer narrative:
The device was an unknown baxter minicap. This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) therapy experienced a break in aseptic technique which resulted in peritonitis. The break in aseptic technique was further described as the patient used expired disconnect caps. It was not reported if the patient was hospitalized for the event. On an unreported date, the patient began treatment with unspecified antibiotics (dose, frequency and route) for the event. The patient¿s outcome was not reported. On an unreported date, pd catheter tube was removed and dianeal therapies were discontinued. The patient will continue dialysis treatment with in center hemodialysis. No additional information is available.

Manufacturer narrative:
Follow information was received from a nurse who reported the patient developed a (B)(6) tunnel infection in the peritoneal dialysis (pd) catheter (a non-baxter device) that progressed to peritonitis. This resulted in the pd catheter being removed. As it was reported the cause of the peritonitis was associated with a non-baxter device; this disposable pd device is no longer considered suspect product in the peritonitis event. Should additional relevant information become available, a supplemental report will be submitted.